Event description:
It was reported that during an lsh procedure, the device would not work from the beginning, it would not pass testing. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were non functional. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.